Manufacturer narrative:
E1: initial reporter facility: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager failed to open. A field service engineer (fse) troubleshooting and running diagnostics, determined that the latch on the remote manager required replacement. The latch was replaced, the station was rebooted, and the customer successfully tested the inventory on the remote manager. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station displayed a failed to unlock message. The customer attempted to recover the failed drawer, which continued to indicate that maintenance was required. The customer rebooted the device and shut down the station by unplugging the power cord from the back of the station for 2 to 5 minutes, then reconnected the power and turned the unit back on. After these steps, the customer attempted to recover the drawer again, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.